Event description:
Pt had a history of hydrocephalus since age (B) (6). He had surgery on (B) (6) 2010, for placement of a medtronic vp shunt. The pt was readmitted and taken to surgery on (B) (6) 2010, because the vp shunt was malfunctioning. During the surgery of (B) (6) 2010, the surgeon noticed the shunt had broken at the valve site. Surgeon reported that the shunt was defective.